Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the proper operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system showed communication errors that required a reboot to continue use. The fse determined the cause of the problem to be the 5v power supply output voltage was low. The fse adjusted the power supply output voltage, cleaned the power supply contacts and verified that doing so did not impact the voltage output, then verified system functionality. The power supply is a hardware component that supplies power to system. It regulates the voltage to an adequate amount, which allows the systems pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Power supplies wear with use and periodically require output recalibration to ensure the voltage outputs remain within specifications. Incorrect voltage output from the power supply can cause a variety of system functionality issues, including communication errors. Adjusting the power supply resolves this issue. This complaint does not represent a malfunction because over time the power supply output voltages drift and require periodic adjustment.